Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery threads are stripped and the battery cannot stay in the pump. Customer's blood glucose was 216 mg/dl at the time of incident. Customer indicated that the battery cap o ring is missing on the battery cap. Customer was advised that a replacement cap will be sent to them and to call back if this does not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction until the battery cap arrives.